Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).

Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2240 alarm which occurred on the homechoice during use during drain 2. The hp had become disconnected from the patient line while asleep. The hp would end therapy and call their nurse in the morning. Baxter product surveillance (bps) contacted the home patient on (B)(6) 2011. He stated that he ended up skipping therapy for the night. He stated that he did not notice anything unusual about his supplies. The hp contacted his nurse the next morning. Therapy has been going well since, and there were no adverse effects reported in relation to this event. The hp stated that it was likely that he had physically disconnected from the set in his sleep while he was dreaming. Bps contacted the registered nurse on (B)(6) 2011. He stated that the patient was doing well and continuing therapy on the homechoice. There were no adverse effects reported in relation to this event. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4).this complaint for a report of a system error 2240 was confirmed. The root cause was undetermined. This issue has been escalated to CAPA.